Manufacturer narrative:
(B)(4). Batch # u93001. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy device misfired multiple times. They (clips) advanced, and fired. They scissored and would not clamp on the artery or bile duct. They looked completely closed when removed them with just a slight cross in middle of clip. They did not drop or eject. The procedure was completed with no patient consequences reported and no additional information.